Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that during a lead revision procedure [related manufacturer reference number: (B)(4)]. Infection was present at the lead site. As a result, the system was explanted, during the procedure on (B)(6) 2024. The patient was admitted to the hospital.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.